Event description:
Health care professional reported 'appearance of late periprosthetic seroma'. This relates to the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Manufacturer narrative:
The events of lymphadenopathy and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Health care professional reported 'appearance of late periprosthetic seroma'. Later reported "voluminous lymph node bundle with right under/interpectoral area extended to the axillary cavity", lymph node with partially subverted structure due to the presence of focal areas with mostly mononucleate blast with a cd30+... "Nucleoli (cd30+, cd15-, cd3-, mum1+, tia1+, cd4+, cd2-, alk-)." This relates to the right side. Device has been explanted.

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, the reported events are classified as medical and they are unable to observe, therefore they are unable to be confirmed. A review of the current risk documents rmf-chl-bi family (v15.0) was performed, and the event of lymphoma ¿ alcl is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Health care professional reported 'appearance of late periprosthetic seroma'. Later reported "voluminous lymph node bundle with right under/interpectoral area extended to the axillary cavity", lymph node with partially subverted structure due to the presence of focal areas with mostly mononucleate blast with a cd30+... "Nucleoli (cd30+, cd15-, cd3-, mum1+, tia1+, cd4+, cd2-, alk-)." This relates to the right side. Device has been explanted.